Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after switching infusion supplies, the user experienced rising blood glucose culminating in a measured value of approximately 370 mg/dl, with hyperglycemia persisting for about 90 minutes until the infusion site was replaced in a different body area and tubing was refilled with visible drops observed at the connector. Symptoms included no reported physical symptoms associated with the hyperglycemia. Outcomes included successful correction of the hyperglycemia after the site change, without need for outside assistance or medical intervention, and no device alerts occurred. Investigation included remote troubleshooting and education that advised site replacement and priming verification. Investigation of this case revealed a likely infusion site or delivery issue consistent with infusion set performance, which resolved after replacing the site and confirming proper fill. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with transient infusion site failure leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.